Event description:
Received telephone call from sales person who informed user error related to use of series 9000 dry bicarbonate with series 4000 acid and cobe c3 dialysis machines. The clinics should have used series 4000 bicarbonate with series 4000 acid on cobe machines. Subsequently received a copy of an article which appeared in the "oregonian". Due to the error, it was reported that 85 pts were dialyzed with the wrong concentration of bicarbonate. One pt required hospitalization. Due to the adverse events, an investigation including label and record review will be performed. Unsuccessfully attempted to obtain pt info on 2/22/99, 3/2/99 and 3/8/99. MDR filed based on info received from literature and sales person.